Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural haemorrhage ('it's been 10 days since the essure procedure and I am still bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("e-belly"). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the post procedural haemorrhage outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural haemorrhage ('it's been 10 days since the essure procedure and I am still bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("e-belly"). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the post procedural haemorrhage outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Case becomes an incident. Removal was added. New event added: e-belly. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.